Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset occurred. It was also reported that the patient had had a recent computer tomography procedure. Device parameters were reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.